Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Should additional information become available a supplemental record will be filed. Broken tubing just above weld rear.

Event description:
The right side frame is broken at a weld.